Manufacturer narrative:
The insulin pump emitted a constant tone and the display was blank, due to moisture damage on the electronic assembly.

Event description:
The customer stated that the insulin pump emitted a constant tone. Nothing further was reported.